Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 lay user/ patient contacted lifescan (lfs) and alleged their one touch verioiq meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer care advocate (cca) documentation and customer care advocate (cca) following-up with the patient. The cca was advised by the patient that at on (B)(6) 2015 at approximately 7.15pm, he alleged obtaining an inaccurate result of "65 mg/dl" with the subject meter. It is unknown if the results would/would not meet lifescan's precision criteria as the comparison is against their feelings and/or normal readings. The patient stated they manage their diabetes with insulin (self-adjuster), the patient informed the cca on the follow up call that he tests 7 times a day, the patient was unwilling to relay any information based and type and dosage of insulin he takes. The patient also confirmed his normal/typical readings are between 80 and 150 mg/dl. The patient confirmed that he did not make any changes to his usual diabetes management regimen in response to the alleged product issue. The patient claims he developed symptoms of "blurry sight, and trembling" at an unknown time after the product issue, the patient confirmed with the cca during the follow up call that he associates these symptoms with hypoglycemia. The patient called the emergency services, due to the symptoms and while waiting on them to arrive he self-treated with dextrose and apple juice on an unspecified date and time and felt better. The emergency service performed a blood test; the patient does not recall the results or the type of meter used. The patient confirmed no readings were taken before treatment; however after treatment he allegedly observed a result of "64 mg/dl" using the same drop of blood that the emergency services used. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the test strip were not open past their discard or expiry dates and the test strips were stored correctly. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.